Manufacturer narrative:
(B)(4). Returned test strips produced lo readings on l75. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Caller on behalf of customer complained that the meter is reading lo. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 109-145mg/dl fasting. Verified the strips expired 1/20/2018. Customer confirms the strips have been stored in the kitchen and were first opened 11/22/2015. Reviewed meter memory: (B)(6). Memory concerns:all readings of lo. Caller verified in multiple occasions that the customer does not have any symptoms of hypoglycemia. Customer explained that she changed the meters battery this morning and has had trouble since then. Collected meters memory time and date not set. Caller explained that the patient is on oral and insulin therapy for his diabetes.